Event description:
Rep just installed one unit hfoc 3100a in jan 2006. The problem is after installation and on use on first pt on the one week later. The user complained that there was a burning smell from the unit and suddenly the unit blacked out. The customer was shocked as this was their first case. They are questioning about the quality of viasys product as he is also aware of what had happened to the provious avea installed. Since this is a very important customer co is arranging for a replacement unit from one of our new units reporter will ship this unit back to his office asap and will check it. If the problem is too serious reporter would like to request for a new replacement from viasys regarding the hrov 3100a reporter went to the hosp. To replace with one of our new unit reporter found out that the unit was on pt for about 4 hours before a burinig smell came out from the driver area after with the whole vent blacked out and the vent swithch tripped reporter tried to turn the unit on during his visit, but the switch trips.